Event description:
The following has been reported: biomed reported: I have cleaned the black part, I have tried multiple sets, but no matter what I do tubing set not recognized message pops up and it will not let me do anything else. 2/29 biomed cleaned sensor again and still same error msg. An initial review of the device logs reveals the following: sensor hardware failure (set ID sensor) an active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
Pump was returned for evaluation. Upon investigation of the complaint, it was confirmed to be the set ID. Final acceptance test was conducted and failed during secondary infusion saying air in lines. Internal investigation was conducted and there was no damaged parts or other faults. The pump was inspected to determine if any fluid ingress was present on the set ID. There was no ingress on the set ID. Pump was reverted back to manufacturing mode to conduct functionality of set ID and testing had failed set ID functionality. Set ID and bubble detector assembly will be replaced during repair.